Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white particles, nicks, and flat creases. A leak test was performed and openings were found. A microscopic analysis identified non penetrating nicks and partial delamination of the diapherm flange disk assessed as an adhesive failure. Fill inspection was performed and identified that no blockage was in the valve. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician. Reason for reoperation was deflation.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.